Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up, the his bundle pacing appeared to change to atrial capture at lower pacing outputs during routine threshold testing. Diagnostic testing/troubleshooting was  performed and the rv his bundle (rv) lead remains in use. No patient complications have been reported as a result of this event.